Manufacturer narrative:
(B)(4). Date sent: 11/17/2023. D4: batch # 875a23. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr45b reload was returned fully fired with the reload pan bent and partially detached from the reload. In addition, 1 double driver out of position. No functional test was performed due to the condition of the reload. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 875a23, and no non-conformances were identified. Additional information was requested and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. What is the most current patient health status? Good.

Event description:
It was reported that during the unk surgery, the device could not fire. Changed the new one to complete surgery. No additional information can be provided.